Manufacturer narrative:
During inspection and testing, a section of the coating of the insertion section greater than one square millimeter was peeling. The reported issue (leak) was confirmed during testing. There was a leak from the bending section. In addition, the adhesive on the bending section cover was cracked due to external stress and the distal end was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the subject device failed leak testing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a section of the coating of the insertion section greater than one square millimeter was peeling. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling material on the insertions section could not be determined. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.